Manufacturer narrative:
Service inspected the analyzer and replaced the sample probe, c16 rgt pr(l)rohs, c16 rgt pr(r)rohs, and the arc c8k smp pr tb which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6).there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the sample probe, c16 rgt pr(l)rohs, c16 rgt pr(r)rohs, and the arc c8k smp pr tb did not identify any trends. A review of tracking and trending for the architect c16000 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) or the sample probe, c16 rgt pr(l)rohs, c16 rgt pr(r)rohs, and the arc c8k smp pr tb was identified.

Event description:
The customer observed a falsely depressed total bilirubin result generated on the architect c16000 processing module for a newborn baby with jaundice compared to another method. The following data was provided (reference range is <100 umol/l): a sample was tested on the ward with a blood gas instrument that generated a result of > 100 umol/l. Samples were then sent to the laboratory and tested on the architect: (B)(6) 2021 sid (B)(6) initial result = 72 umol/l; (B)(6) 2021 sid (B)(6) initial result = 150 umol/l, the sample was slightly hemolyzed with a hemolysis index of 1.52 the samples were repeated and generated reproducible results. No impact to patient management was reported.

Event description:
The customer observed a falsely depressed total bilirubin result generated on the architect c16000 processing module for a newborn baby with jaundice compared to another method. The following data was provided (reference range is <100 umol/l): a sample was tested on the ward with a blood gas instrument that generated a result of > 100 umol/l. Samples were then sent to the laboratory and tested on the architect: (B)(6) 2021 (B)(6) initial result = 72 umol/l (B)(6) 2021 (B)(6) initial result = 150 umol/l, the sample was slightly hemolyzed with a hemolysis index of 1.52 the samples were repeated and generated reproducible results. Per q-22-01-015, edition 004, falsely depressed total bilirubin results with a shift >22% is reportable. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.